Event description:
The distributor reported that in the last transport of implants smart toe in box 19 st0 were implants 19 st0a. It was about 4-6 implants.

Manufacturer narrative:
Add'l info has been requested. If add'l info is received it will be provided on a supplemental report.